Event description:
Medtronic received information that eleven days following the implant of this transcatheter bioprosthetic valve, the patient presented with complaint of increasing shortness of breath, hypoxic respiratory failure, and weight gain. Supplemental oxygen was administered at 10l via nasal cannula. It was noted the patient was instructed to restart a diuretic medication five days prior, but the patient had not started the diuretic medication as instructed. A five pound weight gain and swelling in the lower extremities was noted; however, it was unclear if the comparison was made to baseline data. Diagnostic testing was performed including a blood test, x-ray of the chest, and electrocardiogram results of all tests were reported to be abnormal. No further details were provided. The patient was re-admitted to the inpatient cardiology unit due to acute-on-chronic diastolic heart failure and diuresis and was monitored by cardiology and pulmonology. A concern was raised for a myocardial infarction type ii injury due to the elevated troponin level; however, per the physician, the elevated troponin level was due to heart failure. The patient was found to have pseudomonas pneumonia. Despite diuresis, antibiotic treatment, and corticosteroid medication, the patient's hypoxia continued to worsen. The patient's family made a decision to change the patient's health directive order to do not attempt resuscitation and do not intubate (dnr/dni) status and focus on comfort measures only. Eleven days after admission, the patient died.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA: pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that eleven days following the implant of this transcatheter bioprosthetic valve, the patient presented with complaint of increasing shortness of breath, hypoxic respiratory failure, and weight gain. Supplemental oxygen was administered at 10l via nasal cannula. It was noted the patient was instructed to restart a diuretic medication five days prior, but the patient had not started the diuretic medication as instructed. A five pound weight gain and swelling in the lower extremities was noted; however, it was unclear if the comparison was made to baseline data. Diagnostic testing was performed including a blood test, x-ray of the chest, and electrocardiogram results of all tests were reported to be abnormal. No further details were provided. The patient was re-admitted to the inpatient cardiology unit due to acute-on-chronic diastolic heart failure and diuresis and was monitored by cardiology and pulmonology. A concern was raised for a myocardial infarction type ii injury due to the elevated troponin level; however, per the physician, the elevated troponin level was due to heart failure. The patient was found to have pseudomonas pneumonia. Despite diuresis, antibiotic treatment, and corticosteroid medication, the patient's hypoxia continued to worsen. The patient's family made a decision to change the patient's health directive order to do not attempt resuscitation and do not intubate (dnr/dni) status and focus on comfort measures only. Eleven days after admission, the patient died. Additional information was received to report the cause of death was caused by pseudomonas pneumonia. Per the physician, none of the devices used for the transcatheter aortic valve implantation caused or contributed to the death.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.